Event description:
A customer alleged at the beginning of the procedure, the internal guide of the catheter separate during the manipulation of the device, preventing its correct operation. A second device was used to complete the procedure no reported injury.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.